Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition that resulted in greater than 2 seconds of asystole. It was also reported that the atrial lead had displaced and was occasionally pacing in the ventricle. On review, the patient had no recollection of any activity recorded on the day the episodes occurred. Provocation test was performed with negative result. Available information indicates that all measurements were stable and in within normal range measurements. The tachy device was reprogrammed to vvi mode. Attempts to obtain additional information were unsuccessful. The system remains in service. No additional adverse patient effects were reported.